Event description:
(B)(4). I had the essure device implanted in (B)(6) 2012 and because of the following side affects that I am going to describe I had it removed on (B)(6) 2015. The procedure itself was extremely uncomfortable afterwards with severe cramping and bleeding. Also, the hsg test three months later was both painful and caused major discomfort afterwards up to two weeks. Now, that I no longer have the essure coils, I can compare how I feel now to when I had the coils in. I am a week and a half post surgery. I was in severe pain with pelvic pain on the right side, turns out I had a large cyst, hip pain on the left side, weight gain ((B)(6) pounds at least), bloating,extreme fatigue, constant respiratory infections, trigeminal neuralgia, agitation and increased anxiety and mood swings (was diagnosed with bipolar previously), increased bladder leakage, itchy skin and scalp. I also want to say that the tubal and coil removal procedure was less painful and the recovery is much easier than the implanting of essure and also the hsg test that is required.